Event description:
It was reported that after the MRI procedure, the device triggered a code 9001. The message appeared when the device was in MRI protection mode, and it entered safety mode. The device is currently still pacing. Boston scientific technical services recommended device replacement immediately. They physician plans to refer the patient to (B)(6) in berlin for device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system underwent a power on reset causing the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that after the MRI procedure, the device triggered a code 9001. The message appeared when the device was in MRI protection mode, and it entered safety mode. The device is currently still pacing. Boston scientific technical services recommended device replacement immediately. The physician plans to refer the patient to (B)(6) for device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned, and product analysis is pending.